Event description:
On (B) (6) 2009, the patient reported that he noticed the display of his infusion device was blank and there was a black spot in the middle of the screen. He stated that the black spot remains on the screen even after removing the battery. He stated that the display is not cracked and the infusion device was not dropped or exposed to water or electromagnetic fields. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.